Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had prime anomaly . The customer¿s blood glucose level was unknown. Customer stated that are unable to exit the preparing to prime loop. Customer¿s stated they received seconded series of beep. Customer¿s to revert to back up plan per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No prime/fill anomaly noted.